Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 58 mg/dl. The customer stated that the insulin pump works as it was designed. The customer does not remember any significant event that lead to the low blood glucose and the symptoms that followed it. The customer was hospitalized on (B)(6) 2014. The customer had another call and hung up. The customer was called back but there was no answer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.